Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device model or lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a spyscope ds was attempted for use during an unknown procedure performed on (B)(6) 2024. During the procedure, the scope's led light did not work after the device was connected. The procedure was not able to be completed as a result of this event. There were no reported patient complications.